Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 150 ml capacity leaked from the seam of the port. This occurred during setup/preparation. There was no patient involvement. No additional information is available.